Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be dim/faded. Unrelated to the complaint, review of the pump history revealed short battery life. Visual investigation revealed the battery compartment was cracked and the battery cap threads were stripped. During testing, the battery cap would not fully tighten and power loss was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.